Manufacturer narrative:
Patient information: unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted the device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had loading issue that doctor caught haptic when loading and the haptic was bent/ broken. There was contact with patient's operative eye, however, was not inserted. The patient has recovered. There was no incision enlargement required. The original lens was discarded. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 13, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received loose inside of the original folding carton. The lens was removed from the carton and could be observed to be coated in debris as well as having a detached haptic. The lens was cleaned and, some debris could still be observed on the optic body. No further issues could be identified. The complaint issue dc-loading issues could not be confirmed. Per the definition of dc-haptic damaged provided the complaint issue could not be confirmed. However, the observed issue dc-haptic detached is similar to the complaint issue dc-haptic damaged and could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.